Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305176 and lot number 0143297. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA not required at this time.

Event description:
It was reported that needle 20x1-1/2 rb was blocked. This occurred on 2 occasions. The following information was provided by the initial reporter: the needles were completely blocked.